Event description:
During a pt event, it was reported the device was not actuating the plunger and giving a low compression force while placed on a pt. The operators removed the device and got it working before placing it on the pt again. However, the device compression depth and frequency slowed down over the next minutes. The users removed the device from use and provided manual compressions during the pt transport to the hospital. The pt was found breathless with unk downtime and had received defibrillation shocks during the event. The pt ultimate outcome is not known.

Manufacturer narrative:
(B)(4). (B)(4)., an importer/distributor for jolife (B)(4), performed an extensive device eval and was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The cause of the reported issue could not be determined. This report has been previously reported by (B)(4).